Event description:
It was reported that the patient came to clinic and reported changing their system controller out on their own at home without issue after low voltage advisories started and would not stop with changing to new batteries/mobile power unit (mpu). The alarms resolved with changing to a new controller. When it was attempted to get log files from the old controller, it disconnected from the data cable a few times before files were able to be saved. Log files were sent for review. The event log captured abnormal intermittent power cable disconnect and low power advisory alarms (f8 & f12) on the white power cable. The driveline was disconnected from controller at (B)(6) 2025 at 0:34. This event indicated that the white power cable may have a poor connection between the battery and the battery clip. These indicated that the battery was at yellow advisory level or poor connection with the battery clip. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage advisory and power cable disconnect alarms, and an issue that could cause the controller to become intermittently disconnected from a log file download/data transfer, were confirmed via the submitted log files and evaluation of the returned heartmate 3 system controller. On (B)(6) 2025, the log file captured intermittent low voltage advisory and power cable disconnect alarms due to the voltages within the white power cable briefly fluctuating below the alarm thresholds. The atypical alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller, serial number (B)(6), was connected to a test power module and connected to a mock loop. Atypical low voltage advisory and power cable disconnect alarms occurred while manipulating both power cables. The power cable disconnect alarm occurred on the white power cable. The electrical resistance of the underlying wires in both power cables were measured and revealed that the blue and brown wires within the white power cable would intermittently short to the shielding. Damage to these wires would cause atypical power-related alarms to occur and could cause interruptions in data from the system monitor / heartmate touch being transferred to the controller. The outer layers of the white power cable were stripped and revealed damage to the brown and blue wires. The provided information indicated the patient exchanged their own system controller. Exchange if the system controller was said to have resolved the alarms. The root cause of the reported events was determined to be due to wire fatigue on the brown and blue wires within the white power cable. Incidental findings: fluid ingress in the power cables. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ and section 5 of the heartmate 3 patient handbook, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Section 8 of the IFU, entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.